Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pc unit with software version 12.3.1.2 displayed error code 800.8000 during use with pump module. The error occurred while the staff was trying to start an infusion. The devices reportedly are the new/upgraded which were installed in march/april 2024. There was patient involvement but no harm. Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: the event occurred in the neonatal intensive care unit (nicu). It only involved a model 8015 point of care unit (pcu) and a model 8100 pump module (lvp). The reported error occurred during the powering on of the units and immediately stopped the device from initially being programed or infused. 18 april 2024 at 8:27:05 is when biomed started accessing logs: a second event on this pcu and module took place during the access of the logs. This was an 800:8000 reported in the logs at this time. 17 april 2024 or earlier 18 april 2024 was the event when the nurse turned on the device and it went into a malfunction. The customer was unsure of the exact time, but it was not 8:27:05 in the logs. From17 april 2024 to 18 april 2024 prior to biomed access, there does not appear to be any data. Bd clinical practice consultant reached out to the director of biomed and confirmed that the previously reported serial numbers are the ones associated with this event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit with software version 12.3.1.2 displayed error code 800.8000 during use with pump module. The error occurred while the staff was trying to start an infusion. The devices reportedly are the new/upgraded which were installed in (B)(6) 2024. There was patient involvement but no harm. Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: the event occurred in the neonatal intensive care unit (nicu). It only involved a model 8015 point of care unit (pcu) and a model 8100 pump module (lvp). The reported error occurred during the powering on of the units and immediately stopped the device from initially being programed or infused. (B)(6) 2024 at 8:27:05 is when biomed started accessing logs: a second event on this pcu and module took place during the access of the logs. This was an 800:8000 reported in the logs at this time. (B)(6) 2024 or earlier (B)(6) 2024 was the event when the nurse turned on the device and it went into a malfunction. The customer was unsure of the exact time, but it was not 8:27:05 in the logs. From (B)(6) 2024 to (B)(6) 2024 prior to biomed access, there does not appear to be any data. Bd clinical practice consultant reached out to the director of biomed and confirmed that the previously reported serial numbers are the ones associated with this event.